Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Upon removal of the sensor on (B)(6) 2019, the sensor wire was missing and was believed that the wire remained in the skin because the sensor insertion area was red and irritated. The patient was seen by a physician on (B)(6) 2019 and an x-ray was taken of the area. At the time of contact, the results of the x-ray were pending. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.